Manufacturer narrative:
Na

Event description:
Noise was observed at follow-up. As such, the lead was explanted.

Manufacturer narrative:
Analysis noted insulation abrasions at 24.1 and 55 cm from the connector, exposing the proximal cable. The lead abrasion is consistent with that produced by friction with the ICD can. The electrical characteristics of the lead were found to be normal.